Manufacturer narrative:
(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Date of event: the event occurred in 2020, however, the month and date of the event were not reported. The device lot number is not available / not reported. The expiration date of the device is not known. Initial reporter information such as the name, phone and email address are not available / unknown. The device manufacture date is not known as the device lot number is not available / not reported. A report was received from the field that a patient with an acute ischemic stroke underwent mechanical thrombectomy using an embotrap ii revascularization device (unknown product code and lot number) experienced subarachnoid hemorrhage (sah). The exact timing of the hemorrhage in relation to the procedure was not reported. The patient¿s current health status and condition is also unknown. The device is not available for evaluation. No further information can be obtained. Based on complaint information, the device was not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Hemorrhage is a well-known extensively documented potential complication associated with endovascular mechanical thrombectomy and is listed in the embotrap instructions for use (IFU) as such. With the limited information provided, it is not possible to determine the root cause of the sah; however, patient, procedural, and pharmacological factors may have contributed with no evidence of a device malfunction or quality issue. Since sah is a serious injury and the relationship of the device to the reported event cannot be excluded, it meets MDR reporting criteria. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
A report was received from the field that a patient with an acute ischemic stroke underwent mechanical thrombectomy using an embotrap ii revascularization device (unknown product code and lot number) experienced subarachnoid hemorrhage (sah). The exact timing of the hemorrhage in relation to the procedure was not reported. The patient¿s current health status and condition is also unknown. The device is not available for evaluation. No further information can be obtained.